Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Poly liner doesn't fit in the acetabular cup. This caused a 2-hour surgical delay.

Manufacturer narrative:
Examination of the returned devices by depuy international finds the products have been used off label as they are not designed to be compatible. Duraloc bantam shells must be used with duraloc bantam liners. A search of the complaints databases finds no similar reports have been received. Following dimensional inspection, notification was received from depuy international quality engineering confirming that the products both conformed to specification. The root cause is attributed to user error/off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.